Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The customer's blood glucose level is unknown. The customer stated that she received the no delivery alarm when the reservoir is half full. The customer stated that she had a brand new set and is still getting the alarm. The customer stated that she has been getting the alarm for weeks and there is a quarter of insulin left. The customer was advised to replace the plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify that insulin is exiting. The customer was advised to rewind the pump, reinsert the reservoir into the pump and run manual prime to at least 5.0u. The customer was stated that the pump alarmed no delivery. Customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the display window.